Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2012. The patient manages her diabetes with an insulin pump (type not specified). It is not known if the patient made changes to her usual diabetes management routine. On the following morning, the patient claims she felt low blood glucose symptoms of dizzy and sweaty. The patient drank a soda as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the correct test strips were being used with the subject meter and there was no indication of misuse. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up (7/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.